Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had infection suspected at the ipg site. Drainage was coming from the patient's ipg and lead site. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Patient was diagnosed with epidural abscess after MRI completed following explant. Patient underwent additional surgical intervention to clean out the epidural abscess.